Manufacturer narrative:
On 6-2-2023, the following information was reported: during troubleshooting, part of the pump touch screen was unresponsive as a result of the malfunction alarm. H6 (add code 1559).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.